Event description:
Herception was mixed in a 250ml normal saline bag with secondary tubing and then placed in a plastic closable bag. The nurse took the bag with the drug to the patient and that nurse, along with another, checked the bag and noticed the plastic bag was full of liquid. The bag was taken to a different area and then inspected. It was noted that the area of leakage appeared to be where the tubing was connected to the chamber. The drug was wasted according to policy/procedure. The manufacturer was not contacted regarding this occurrence.